Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that pump replacement was planned. The date of the replacement was unknown and it was unknown who would replace the pump. The patient was hospitalized and in the intensive care unit (ICU) due to withdrawal. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a manufacturer representative on 2019-feb-06. It was reported that the pump stalled for unknown reasons. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was interrogated, catheter aspiration was performed to ensure flow, and the pump was replaced. The issue was considered resolved at the time of report and the patient's status was alive - no injury. At the time of replacement, the pump was infusing baclofen at minimum rate.

Manufacturer narrative:
Interrogation of the pump prior to analysis determined that it was programmed deliver baclofen (2000mcg/ml) at 12.1mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (2000mcg/ml at 700mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that a motor stall was seen at initial interrogation. The patient had an MRI a week prior to (B)(6) 2019, but the hcp did not see any stalls at that time. The only stall was on (B)(6) 2019 at 0638 with no recovery. No symptoms were reported. There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable pump (B)(4) identified residue in the motor gear train and wearing on the lower shaft of gear two. If information is provided in the future, a supplemental report will be issued.